Manufacturer narrative:
One device was received for evaluation. Visual inspection confirmed the reported problem. Functional testing found the downstream occlusion (dso) seal to be detached. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a corroded battery compartment. There was unknown patient involvement. The device evaluation found a detached downstream occlusion seal.